Event description:
I believe my covid test was improperly handled after specimen collected. It took 82 hours just to be shipped from (B)(6) to the facility in (B)(6) and a total of about 97 hours before tested. It was collected and tossed in a bin with other mass teat specimens that did not look temperature controlled. I had received a post I've nasal swab two days prior and this test was taken to confirm. If the specimen was tested within the allotted time and stored properly, I would feel comfortable using it to help make a health decision, but I'm concerned with the validity and that of all the tests being collected by this testing company and delayed shipping and testing based on cdc/FDA recommendations. The potential mishandling could add to the public health threat.